Manufacturer narrative:
All info provided by MFR, no medwatch form was received. The historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented with electrolyte imbalance. The device vibrated for high hv lead impedance on both rv coil vectors. The physician opted to monitor the lead.